Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the catheter was fractured and stretched proximal to the fractured location. If the benchmark is retracted against resistance, damage such as stretching and subsequent fracture may occur. Based on the reported complaint, the reported vasospasm in the radial artery likely contributed to the resistance during the procedure. Further evaluation revealed ovalizations and unknown substance on the distal fractured segment. This damage was likely incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, non-penumbra coils, and a sheath (6fr) via the radial artery. During the procedure, the physician noted a vasospasm in the radial artery, so he administered verapamil, but the vasospasm continued. Next, the physician attempted to remove the benchmark, however due to the vasospasm; the benchmark stretched and fractured in the artery around the elbow. Vascular surgery was consulted and removed the fractured distal tip via surgical cutdown. The procedure was completed with a new benchmark, new microcatheter, and a new sheath via the femoral artery.